Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received a low sensor scan result of "between 80 mg/dl to 140 mg/dl" on the adc device in comparison to unspecified readings on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer initially self-treated by reducing their insulin (dose/type unspecified) dose and took cola or apple juice orally. The customer persistently received unspecified "stable" adc sensor scan result, but experienced nausea, vomiting, dizziness, and eventually lost consciousness. A caregiver called an ambulance and upon arrival, the paramedics obtained a blood glucose reading of 680 mg/dl on a healthcare professional (hcp) meter compared to a sensor scan result of 139 mg/dl. When the results are plotted on a parkes error grid, fall into the " out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days. The customer was then brought in a hospital and was admitted in the intensive care unit (ICU), where the hcp obtained an unspecified high blood glucose reading on a laboratory result. The hcp removed the sensor, administered an unspecified infusion with potassium and saline solution, and insulin (dose/type unspecified) perfusion as treatment for a diagnosis of diabetic ketoacidosis (dka) diagnosis. Additionally, the customer received a somatic therapy with vomex as treatment for nausea. It was reported that the customer eventually regained consciousness on the same day and stayed in hospital for 3 days for further observation. The customer was discharged on 15-jan-2026. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.